Event description:
It was reported that the balloon of this device was used to expand another manufacturer's coronary stent. While expanding the stent, a leak was observed in the shaft of the device near the proximal end. The leak was sealed by the phyisican's thumb and the case was completed successfully. There has been no claim of injury related to this device.